Event description:
The device exhibited marked battery depletion due to high ra lead thresholds. The device was explanted and replaced on (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).